Event description:
The customer reported that the harting pin was damaged and the mc5 monitors were not working. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the harting connector pins then tested the monitors. The system operates as intended.